Manufacturer narrative:
The peritonitis events occurred on unspecified dates "from the spring festival of this year". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in 5-6 peritonitis events. The breach in aseptic technique was further described as due to an epidermis infection due to improper operation. The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for the peritonitis events. The patient was treated with cefazolin sodium and ceftazidime (no further details) for the events. Dianeal therapy was ongoing. At the time of this report, the patient outcomes were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.